Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned to olympus for inspection, the event cannot be confirmed and a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device in this report has not been returned to any of olympus locations for evaluation. Therefore, olympus could not investigate the device. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The representative of olympus (B)(6) was informed by the user as follows: the device was used twice for research bronchoscopy. In both cases, all pathological samples showed signs of contamination with what looked macroscopically like a fungal infection. Therefore, the user had to destroy the sample. The user noticed the reported failure mode when reprocessing the device. The user facility also reported that it have not performed microbiological testing of the device. In addition, the user reported that the device was sterile and had no contact with variant creutzfeldt-jacob disease, but provided no further details. Other detailed information such as the reprocessing method, the number and the type of microbes was not provided. There was no report of infection associated with this report.